Event description:
On (B)(6) 2014, the patient's mother reported that the patient has been having a hard time getting service on her vns. The mother stated that the vns has been implanted for eight years and has never been replaced. She then stated that the patient has not been able to feel stimulation for the last 24 hours and that the device has not been working for a while. Attempts were made for additional information; however, they were unsuccessful. No other information has been provided.